Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, e1(initial reporter, email), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit and was able to confirm the reported malfunction. The (fse) reported blood contamination was found to the pim and safety disk. The fse replaced the pim (0997-00-1178) and performed a 30 psi calibration. Pneumatic leak tests were passed as well as all safety and functional tests.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had balloon rupture and pim was contaminated. The patient sustained harm, however the details of the injury are currently unknown.

Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.